Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information received, there was no issue with the steelcore guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1069 was removed and code 3189 was added.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The frayed wire noted was part of the wire that tethers the sensor to the delivery catheter. There was no issue with the steelcore guide wire.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to implant a cardiomems sensor in the pulmonary artery (pa). The cardiomems delivery catheter was advanced to the target lesion over a steelcore guide wire and the sensor deployed. Upon retracting the delivery catheter, the sensor stayed attached to the delivery catheter. The physician tried advancing the delivery catheter and retracting without sensor movement off the delivery catheter. It appears the sensor advanced on its own while trying to manipulate the delivery catheter, however, when retracting the delivery catheter back, the sensor was still attached to it and moved back as well. At this time, the sensor still remained proximal to the target site and within the pa. A swan catheter was advanced tried to support the sensor position while advancing and retracting the delivery catheter; however, the sensor moved forward. The delivery catheter was able to be retracted while still over the guide wire and the sensor remained in the pa just slightly proximal to the target vessel location. Once outside the patient, it was noted the guide wire was slightly frayed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.